Event description:
It was reported that during central processing, it was noticed that the plastic tube tip towards the end of the permanent cautery hook instrument was broken. No patient injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the reported failure. Fa found the primary failure of broken proximal clevis to be related to the customer reported complaint. The instrument was found to have the plastic proximal clevis broken. The broken piece is missing as a result of the breakage. The size of missing piece is approximately 0.143¿ x 0.105¿. The root cause of broken instrument proximal clevis is typically attributed to the mishandling/misuse , such as excess force applied to the distal end of the instrument.